Event description:
Pt was revised to address poly wear and migration of the acetabular cup.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the known product/lot combination since its release for distribution in march 1996. A product and/or lot for the associated liner was not known. The investigation could not draw any conclusions regarding the reported event. Based on the investigation, the need for corrective action is not indicated.